Event description:
It was reported that during a laparoscopic cholecystectomy procedure the handle was hard to fire and was making a crunch sound. The surgeon removed the device from the patient. The surgeon fired the device outside the patient¿s body and the device would not open. Another device was used to complete the case with no patient consequence.

Event description:
Scrub was loading a large clip applier when the metal piece (hinge) broke off the instrument while loading. Both pieces were obtained and sent to biomed.====================== manufacturer response for large ligaclip applier, large ligaclip applier======================awaiting response.

Manufacturer narrative:
(B)(4). Fired through lockout the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.